Event description:
A (B)(6) man underwent ICD implant (B)(6) 2005 with placement of a st jude medical riata 1591 ICD lead. In (B)(6) 2010, he developed recurrent fevers and bacteremia. Echocardiogram and tee demonstrated a large vegetation adherent to his ICD in the right atrium as well as a pfo. In addition, fluoroscopy revealed an externalized conductor wire in the right atrium, at the same site as the vegetation. Due to the large size of the vegetation and presence of pfo, the pt underwent open heart surgery for extraction of the defibrillator wire and vegetation with a combined percutaneous extraction. He did well and recovered after 4 days in the hosp and was discharged in good condition.